Event description:
It was reported that during implantation, capsule breakage was noted. The lens was removed and a 3-piece lens was inserted. This event refers to the patient's left eye. No information has been received regarding the lens injector used during the event. Additional information has been requested but no new information has been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.